Event description:
The user facility reported that the polyurethane coating came off of the guidewire during a right ureteroscopy procedure. In addition, it was reported that "fluid ran down and jammed the scope." The physician was able to successfully complete the procedure by using the "original" wire. The patient condition was reported to be fine.